Event description:
It was reported that a battery that's less than a year old fails test in charger and will not power the autopulse board to obtain battery data. Battery date code 2011-april placed into service 11/14/2011. No adverse event reported.

Manufacturer narrative:
Reported complaint of "battery fails test in charger" could not be verified because the battery was not returned for eval. A supplemental report will be filed if the battery is returned. No adverse event reported.